Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. One clip was implanted central on the posterior and septal leaflets (p/s). The tr was reduced to grade 1. On (B)(6) 2024, a single leaflet device attachment (slda) was observed during post-procedure transthoracic echocardiogram (tte) screening. The posterior leaflet was detached and the tr was recurrent at grade 5. The patient was symptomatic with shortness of breath. Per the physician, the slda was due to tethered leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is due to tethered leaflet and is therefore related to patient conditions. Tricuspid valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda of this implanted clip. Tricuspid regurgitation and dyspnea are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.